Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The intermittent 'door jammed' errors occurring on and off for the last 7 months was verified. The cause was determined to be the link being out of adjustment. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced intermittent door jammed errors occurring on and off for the last 7 months. The problem occurred during incoming inspection in general patient ward. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.